Manufacturer narrative:
Integra has completed their internal investigation on january 17, 2018. Results: DHR review; unable to review the applicable DHR as the lot no. Was unavailable complaints history; no adverse trend - first occurrence of this risk for this device conclusion: a complaint investigation (failure analysis) and determination of root cause is not possible as the complaint could not be verified due to lack of sample.

Event description:
3 of 3 reports - other mfg report numbers: 2523190-2018-00010, 2523190-2018-00011. It was reported that during 3 uses, the insulating black tube was detached from metallic sheath, so the device lost its insulating capacity/property with risk of accident for the patient and user in the operating room. Due to the fact the insulating black tube was detached from metallic sheath, there were some biological stains. This type of stains is not normal and they indicate the instrument is not waterproof. Additional information received on january 8, 2018: the 3 units were not used during the same procedure. The issue was observed during cleaning in sterilization department. There were no consequences for the patient and there was no increase of surgery time. The events occurred in november and december 2017 but the customer is not able to provide exact event dates.